Event description:
The facility's clinical engineer sent an infusion pump for service where a failure code 810:04 was discovered in the event history by a baxter service technician. Information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and patient injury but no additional information was available. Additional contact information was requested but no additional contact was identified.